Manufacturer narrative:
Investigation results: no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received for further examination, and the flow rate and pressure used in CT examination are unknown, so the root cause of the needle leakage cannot be confirmed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc - 383057 - leakage. On (B)(6) 2025, the technician began performing a contrast-enhanced CT scan on the patient. A leak was detected in the needle, prompting an immediate switch to a different needle for the examination. The patient sustained no harm.